Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 66 mg/dl. Customer reported she was washing dishes and her shirt is wet as a possible event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. Customer had an upgrade insulin pump but is not using it due to her not being trained on the new device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.